Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap exhibited a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture rotated independently of metal cap; the glass cap exhibited severe devitrification at the output window; the metal cap exhibited mild burnt on detritus; the outer flow tubing exhibited moderate sings of contamination, likely biologic. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.

Event description:
It was reported that during a prostate procedure the physician noted @ 11,305 joules; 3:04 of lasing time and 80 watts the first fiber in use began to "end fire." The physician also noted that @ 41,825 joules; 10:39 of lasing time and 80 watts the second fiber in use began to "end fire." The procedure was completed with the use of a third fiber. ¿no injury to patient¿ reported. Patient outcome ¿ok¿ reported. This report is for the second fiber.

Manufacturer narrative:
(B)(4).